Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd fluids. On the same day, the patient was hospitalized for peritonitis. Treatment was not reported. At the time of the report, the patient remained hospitalized, was not recovered from the peritonitis and dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The patient was born in 1971. The cause of the peritonitis was an unspecified breach in aseptic technique. The patient was treated with cefazolin (2g, daily, route not reported), gentamycin (80mg, daily, route not reported) for 12 days. One day later the hp was treated with vancomycin (1g, daily, route not reported) and amikacin (300mg, daily, route not reported). Two days later, the patient discontinued vancomycin and amikacin. Nineteen days after admission, the patient was released from the hospital. The patient recovered from the peritonitis and was retrained on aseptic technique. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.